Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3387-40, lot# l80496, implanted: (B)(6) 2000, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the cause of the shocking when patient coughs/sneezes was not determined. Rep indicated that the patient had a successful revision on (B)(6) 2019, the extension was replaced and high impedance measurements appear to be resolved. The rep indicated that for the smudge on the lead, it appeared as a darkened spot on the lead. The color was consistent along the entire path of the lead until reaching one specific point where it darkened a little. It was unknown what the cause of the darkening was.

Event description:
Additional information was received indicating the patient underwent a lead revision on (B)(6) 2020. The right lead was replaced with a new lead. They then connected it to the existing extension on the same side. Pre-op impedances were normal on the old lead. No shocking was reported with intra-operative testing. Intra-operative testing yielded positive/effective stimulation responses. Intra-op impedances were normal on new lead.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 37603, serial# (B)(6), implanted: (B)(6) 2019, product type: implantable neurostimulator; product ID: 3387-40, lot# l80496, implanted: (B)(6) 2020, product type: lead; product ID: 3708640, serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: extension. H3: analysis revealed that the segment that is 4.7 cm in length has one section where the outer insulation is breached, environmental stress crackling (esc). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387-40, lot# l80496, implanted: (B)(6) 2000, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Patient was still experiencing shocking sensations according to neurosurgeon. The rep received a programming update from managing neurologist, and the next step is getting the patient to be seen by the neurosurgeon for an evaluation.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37603, serial# (B)(4), implanted: (B)(6) 2019. Product type implantable neurostimulator, product ID 3387-40, lot# l80496, implanted: (B)(6) 2000. Product type lead, product ID 3708640, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019. Product type extension. Analysis revealed that the extension passed all testing and there was no anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported the rep met with the patient on (B)(6)2020 at the request of the surgeon. The patient complained of a shocking sensation and numbness/tingling on the side of their face. The sensation seemed to get worse while checking impedances, regardless of the impedance results yielding normal limits. They could also recreate the shocking sensations by pressing on their scalp in a certain spot. Their visit was followed up by a phone call and email relaying the information to (B)(6) in the surgeon¿s office. One (B)(6) 2020 they sent a follow up email inquiring about the status of the patient and they replied that they were scheduled for surgery, but they didn¿t provide the rep with a date. Images were sent by the rep and stated that all of the impedances were normal with a continuing report of shocking sensations in their arm/hand and numbness/tightening on the side of their face/cheek area.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37603, serial# (B)(4), implanted: (B)(6) 2019. Product type implantable neurostimulator, product ID 3387-40, lot# l80496, implanted: (B)(6) 2000. Product type lead, product ID 3708640, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019. Product type extension. If information is provided in the future, a supplemental report will be issued. - (B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: : product ID 3387-40, lot#: l80496, implanted: (B)(6) 2000, product type: lead. Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(4), ubd: 27-apr-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via the manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported that after the ins change out on (B)(6) 2019, the patient started having shocking to the face and left hand/side after patient coughs or sneezes. There were no impedances or issues from x-rays with the device. There were no known factors that led or contributed to the issue. The impedance was checked and showed high (no report was made available). The patient pushed the connection point between the extension and lead on the boot, and was able to elicit the shocking sensation. At that point a new impedance test was run showing measurements within normal limits. Patient was being referred to the neurosurgeon for exploratory surgery and possible revision, but there was no date set. Additional information was received from the rep stating that the patient was seen by the neurosurgeon on 2019-11-14, the doctor requested for the rep's presence to help run impedance checks. Multiple checks were run, most of them failing at 0.7v. Occasionally a test would pass at a 1.5v, but generally not. Patient was still complaining of shocking sensations. The doctor was planning on a revision in 2 weeks. Patient had x-ray copies and were unremarkable with no visible evidence of any damaged or broken wires. There was one small "smudge" on one of the leads just above the connection to the extension, but it appeared to be on the left system, and the patients complaints are all about the system on the right.